Manufacturer narrative:
Product was returned for evaluation. The return fields in (B)(4)state: consumer power wheelchairs. Controller/joystick/options, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was not confirmed. The inductive boot was wrapped up with rubber bands, glued and torn. The inductive boot was also taped to the case. The switch overlay is covered with clear tape and the overlay seems to be damaged under the tape. The right side of the joystick is scratched and has paint marks on the case. The joystick cable has black tape on it. The rubber bands on the inductive boot and the recall may be the cause of the speed and power fluctuations, but no speed or power fluctuations were observed during the test. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The end user sent in a letter stating she purchased a m51 blue based power chair and is having issues with the joystick alternating power and speeds.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The end user sent in a letter stating she purchased a m51 blue based power chair and is having issues with the joystick alternating power and speeds.